Manufacturer narrative:
H6: codes have been updated to reflect the new information. A13 is now the only applicable device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They clarified that there was nothing wrong with anything, so the issue was resolved. There is no problem, they were just holding it in the wrong place. However, they did state that it doesn't hold a charge; part of the problem they have with reception. They stated, "it's supposed to hold it for two weeks, and their sometimes holds it for 2-3 days, if that." Further troubleshooting was not possible related to the communicator not holding a charge, as they did not have the communicator at the time. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they were trying to get the handset and communicator connected to the stimulator. They could not get connected and kept getting the message 'can't find.' They were walked through how to connect the handset and communicator to the stimulator and were able to successfully connect. It sounded like the patient was not putting the communicator over the stimulator and also had the communicator plugged into the recharger. It was explained to the patient they could not connect if the communicator was plugged into the recharging cord. The patient noted the handset was stuck searching all the time when trying to connect. Once educated, the issue was resolved. They said they were in a location that did not have cell towers for ten miles and that was why they thought it did not work. It was explained to the patient the device functioned off of bluetooth a nd not wifi. The patient also noted the handset and communicator did not hold a charge and every night they were stuck recharging them. The patient reported they were in terrible pain, which started last night, (B)(6) 2021. They would go to the bathroom because they had to defecate. The pain was at the bottom part of their stomach. They had been up since 11:30pm last night trying to go to the bathroom. They had not had a bowel movement in seven days. They took a stool softener/laxative and if they touched their bowel, it would be like mud. They were seeing stars from the pain and took some pain pills. While the patient was on the call, they changed programs on their own from program a to program 1 and thought the pain stopped when they changed programs. They had a call in to the doctor so they were waiting for them to call back.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had stated ¿ow, ow, that¿s painful," on the call with support link. That same day, the patient reported that they needed help, that there was a problem with their device, it was not working. On (B)(6) 2021, the patient reported that when they saw the nurse practitioner at their post-op appointment, they had a hard time trying to get their programmer and implant to ¿talk to each other.¿ it was noted that the patient had refused to be transferred to patient services because they had elsewhere to be. The patient stated that they would try again and call back instead if the issue persisted. No further complications were reported at this time.